Manufacturer narrative:
Based on the information provided by the customer, it was verified that the (B)(6) and spanish languages were missing from the instructions manual of the mircolet next that was packaged with the contour next kit. No information was captured, as the patient was not involved in the event occurrence. The product information provided was associated with the contour next meter kit. Therefore, no information was captured (device manufacture date). The lancing device is not 510(k) cleared, therefore, no information was captured.

Event description:
A nurse via an ascensia diabetes care sales representative from portugal reported that the contour next meter kit had missing languages for the microlet next lancing device instructions manual. The instructions were missing (B)(6) and spanish language. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.